Event description:
It is reported that two screws are missing from the custom tibial impactor. It is uncertain as to time and location for the loss of the screws.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to be not reportable as there was no patient involvement and there is no product malfunction history of this event of screws being lost in the sterilization process causing an adverse event.

Event description:
It is now reported that the screws were not lost during a surgery but during sterilization in the washing machine.